Event description:
Additional information received from a healthcare provider (hcp) indicated that the patient was currently being weaned from the pump therapy. The patient had been at another facility and no other specifics were known other than the motor stall.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n276842012, implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml via an implanted pump. The pump was programmed to deliver a dose of 475.5 mcg/day. The baclofen type, therapy dates, and lot number were not reported. The IFU (indication for use) was listed as non-malignant pain and failed back syndrome. On (B)(6) 2015, the patient suddenly experienced hand weakness that led to arm weakness. The patient was dropping things so he went to the ER (emergency room). The patient underwent emergency MRI (magnetic resonance imaging) on (B)(6) 2015 at 11:45. Results were not reported. The MRI was not due to any suspected problem with the pump or therapy. It was reported that a motor stall was seen at initial interrogation. A motor stall recovery was shown when the pump was interrogated on (B)(6) 2015 at 06:56. Telemetry state was considered in that the pump did not recognize earlier stall recovery until post interrogation. Troubleshooting reportedly resolved the reported event. The initial reporter information was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.